Manufacturer narrative:
The complaint sample was returned to greatbatch medical for evaluation and the reported event was confirmed. The returned instrument was broken on the shaft at the coupler connection. The broken piece was not returned with the rest of the instrument and therefore was not examined. The device had signs of wear and many deep axial gouges. These failures are attributed to user damage and misuse. The device history record was reviewed and no discrepancies were found. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. Complaint information was provided by medacta.

Event description:
Per email received (B)(6) 2013 customer reports; during an unknown patient procedure, the connector piece broke during use. No patient injury or adverse events reported. Procedure was completed without further incident.